Event description:
A 74 year old female was initially presented to MRI scanner on approximately november 4, 1992. After a throughly checking of her medical background with respect to safety of biomedicaly implanted devices for deflection in a magnetic field. The patient was approved by physcian for MRI procedure. The patient, upon entering the magnetic field and before being situated on examination table, complained of headache. She continued to complain of severe headache while situated on exam table and within the flux lines of the magnetic field but she was not in the bore of the magnet. She was quickly removed from the examination room, her headache worsened, speech became garbled and she exhibited drooling. The emergency room and code team was called. She progressed quickly, became obtunded and unresponsive. The emergency and code team arrived promptly found patient to be unresponsive but with a blood pressure. She was intubated and CT scanned. Was found to have a large subarachnoid hemorrhage, filling the right sylvian fissure with extreme mass effect, subfalcine herniation, massive mid line shift. The hematoma surrounded the region of an aneurysm clip in the right middle cerebral artery distribution. The patient was brought to ICU with a stable blood pressure. However, she became fixed and dilated and began decerebrate posturing. The patient had a living will and was pronounced dnr on saturday, november 7th, 1992. A brain only autospy was perform and the aeurysm clip retreived. A string was attached to the clip and it was placed within the magnetic field which demonstrated strong deflectioninvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed. Results of evaluation: manufacturing. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service, none or unknown. Invalid data - on device destroyed/disposed of status.